Event description:
It was reported that patient experienced symptom relief initially following implant. The patient was given occupational and physical rehabilitation therapies approximately one week after implant. The patient's activity levels were increased during those therapies. Approximately two weeks after implant, the patient experienced headache, spasm and discomfort. The patient was receiving gabalon at a dose of 60 mcg/day. The hcp checked the pump system with an x-ray and CT scan, and found that the proximal catheter was dislodged from the catheter connector. The patient was taken to surgery, where it was noted that the catheter and strain relief sleeve were broken at the distal catheter spinal insertion point at the level of t 10-12. The hcp cut 5 centimeters length off of the broken catheter, and exchanged the sleeve. The hcp performed contrast radiography after the operation to reconfirm there was no leakage from the catheter. The patient recovered.

Manufacturer narrative:
Final device analysis reveals that a 5 mm segment and 1 mm segment from each end of the catheter were returned catheter. The segments matched up. The damage is very jagged looking, and the cross section view shows the catheter was not compressed. This indicates the catheter was possibly torn. Patency and pressure testing were not performed, due to small segments that were returned. The strain relief shroud is broken in two pieces with the break occurring in the area of the suture ring of the strain relief shroud. Also, one of the pieces of the strain relief shroud has other damage. Final device analysis reveals the catheter was torn.